Manufacturer narrative:
Health effect - clinical code 4581: no code available (aborted). The system was evaluated by a field service engineer who found a damaged shutter 0-ring and replaced. The field service also replaced and calibrated m3, verified patient energy readings of various diameters. A field service checklist was performed and passed function and calibration tests. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after creating flaps on both eyes and when treating the right eye (od) under the visx and towards the end of treatment got a fluence out of range warning. It was also reported that a shutter stuck error was also received. Doctor continued and then received a laser variation error. Doctor was unable to proceed with treatment and laid the flap back down and aborted the case. Patient returned on (B)(6) 2020 and received treatment and is doing well.

Manufacturer narrative:
H4: correction: in initial report, the manufacturer date provided was inadvertently reported as 07/31/2005, however the correct date is 12/9/1998. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.